Event description:
Report #2 of 2 for this event. As reported, a patient had a left total knee arthroplasty. Subsequently, one (1) year, seven (7) months later, the patient underwent a left knee revision due to inadequate osteointegration of the porous components. As a result, the patient was revised to cemented components. The patient was last known to be in stable condition following the event. No additional medical or clinical information was provided. No additional information is available.